Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 106 to 116 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/18/2018and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1: 214 mg/dl date: (B)(6) 2017time: 2:25pm fasting. Result 2: 197 mg/dl date: (B)(6) 2017 time: 2:05pm fasting. Result 3: 257 mg/dl date: (B)(6) 2017 time: 1:56pm fasting . Result 4: 129 mg/dl date: (B)(6) 2017 time: 10:03am fasting. Result 5: 146 mg/dl date: (B)(6) 2017 time: 9:59am fasting.